Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported multi-system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. Whether the outcome was device or therapy related was not provided by the customer. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of (B)(6) 2024 no device was returned for evaluation. If the device returns at a later date this investigation will be reopened. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient died due to multiorgan failure. The event date was unknown.